Event description:
It was reported that the patient developedan infection of the implantable cardioverter defibrillator (ICD) system. The infection was associated with endocarditis and sepsis and the entire ICD system was removed. It was also noted that the patient had experienced some inappropriate shocks (number unknown) from the ICD system. A new ICD system was implanted and no additional adverse patient effects were reported.